Event description:
Additional information was provided regarding the event: - the reported event occurred during preparation for use, the intended procedure was completed with a similar device, and there was no patient harm or injury as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage which occurred to the device was most likely due to user mishandling. However, the root cause of the issue could not be conclusively specified. The event can be detected/prevented by following the instructions for use which state: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported complaint was confirmed. The scope image was blurry and out of center. Additional defects found include bent outer tube, sharp distal edges, and debris under eyepiece window. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Blurry image was reported on the device. The issue found during an unknown event. No patient impact provided , patient status noted as unknown . Follow up is in progress regarding the reported event . Device evaluation found the distal tip was broken, damaged. This report is being submitted for damaged, broken distal tip found on device evaluation.